Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-24300. The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient's scs system was auto-reducing. Diagnostics indicted low impedance readings on multiple lead contacts and the patient is not feeling stimulation. X-rays were taken - (results outstanding). Surgical intervention may be taken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.